Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced an event of infusion set bent cannula on (B)(6) 2024. The patient reported diabetic ketoacidosis event due to which the patient went to ICU(intensive care unit) and got hospitalized.